Event description:
The patient was reportedly experiencing poor performance, and vibrotactile sensations with use of the device. Programming changes were made. A CT scan confirmed correct device position. Testing showed that the device is functioning. Device revision surgery has been scheduled.